Event description:
Brakes will not hold on the bed.

Manufacturer narrative:
The hill-rom field investigation indicated the brakes would not hold on the bed. The technician found the brake detent installed upside down. The brake detent was installed in the correct position to repair the bed.